Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) had folding error. Additional information has been requested and received stating, during an intraocular lens (iol) implant procedure, the lens would not unfold. The iol was exchanged for unspecified lens during the initial implant procedure. There was no patient harm.